Event description:
When drilling the skull for the surgery, the perforator broke at the connection site to the maestro drill. The plastic piece that sits into the drill broke in half. All (2) pieces of the perforator were located since the part that broke was not touching or near the surgical site. Staff collected the broken perforator and opened a new perforator. Residents then proceeded to drill with the new perforator, which also broke at the same plastic connection site at use. All (2) pieces of the second perforator were collected as well. Or (operating room) nurse sequestered both perforators; submitted product failure forms and escalated issue to csl of neuro. Spoke with csl and she talked to the resident, and it was discovered the issue was user error.